Event description:
It was reported that on the electrogram (egm) of the subcutaneous implantable cardioverter defibrillator (s-ICD) the health care professional (hcp) saw 0.2 hours of atrial fibrillation (af) but did not see any recorded episodes on the s-ICD. Technical services (ts) was contacted, and ts informed that twelve minutes of af had occurred, but six more of what was seen was needed to store an episode. Ts also noted intermittent r-wave undersensing post premature ventricular contraction (pvc) in one episode. The s-ICD system remains in service. No adverse patient effects were reported.